Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. All electrical parameters were normal. Patient to be monitored until ICD reaches elective replacement time.